Manufacturer narrative:
This report is being filed to update the initial reporter first, last name, occupation, facility name, and address.

Event description:
It was reported that this right ventricular (rv) lead exhibited a failure to capture while the device was programmed to maximum outputs. In addition, a request for technical services (ts) was sent due to a possible battery depletion issue. Ts noted that the device was not showing any symptoms of accelerated battery depletion and it was noted that the patient did not experience any syncope or shortness of breath symptoms due to the reported loss of capture. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a failure to capture while the device was programmed to maximum outputs. In addition, a request for technical services (ts) was sent due to a possible battery depletion issue. Ts noted that the device was not showing any symptoms of accelerated battery depletion and it was noted that the patient did not experience any syncope or shortness of breath symptoms due to the reported loss of capture. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.